Event description:
Customer reported (B)(6) y/o outpatient with lupus had PICC line inserted 11(B)(6) 2014. Stated facility recently converted to tegaderm chg dressings for central lines and reportedly, one of the dressings was applied to patient's PICC site. Reported pt cancelled dressing change appointment scheduled at 7 days post application. Reportedly, dressing was removed after 8 days and customer alleged patient experienced a milky, yeasty foul smelling reaction under the dressing gel pad on (B)(6) 2014. Reported PICC line was removed due to skin reaction. Reported no antibiotics were prescribed and treatment included cold compresses and otc hydrocortisone cream if needed. Reported reaction is either resolved or in the process of resolving.

Manufacturer narrative:
Unable to obtain catalog or lot numbers. Without lot number, unable to determine expiration or manufacturing dates. Follow-up product education scheduled at facility. Method: device not received. Results: no evaluation performed. Conclusion no evaluation can be performed. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following info on site care: the site should be observed daily for signs of infection or other complications. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing change should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen.